Manufacturer narrative:
Conclusion: the valve remains implanted, therefore product analysis cannot be performed. Images were submitted to medtronic for review. The image review showed a successful transcatheter aortic valve (tav) implantation. It also showed a coronary angiogram in which the previously placed tav valve is well seated. The left coronary system is engaged and appears widely patent with no significant obstructive stenosis. The right coronary system has multiple unsuccessful attempts at engagement and no noted flow into the right coronary system. Also noted on angiogram is some degree of posterior lateral wall motion abnormalities. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. An assignable root cause cannot be determined. The presence of a thrombus was not confirmed by the physician or imaging review. Conduction disturbances, such as bradycardia and atrio-ventricular (av) block, are known potential adverse effects per the device instructions for use (IFU) and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A conclusive cause of these conduction disturbances could not be determined. Myocardial infarction is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. A conclusive cause could not be determined from the limited information available, however, according to the physician, the cause of the stemi was assumed to be due to thrombosis. Thrombus could not be confirmed. Per IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). A conclusive cause of the coronary occlusion could not be determined. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a conclusive relationship between the device and the death could not be established. Review of the device history record (DHR) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. This event does not indicate device misuse or malfunction. Updated b.2 - outcome attributed. Updated h.6 - health impact, eval method, eval results and eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: section b.5 on the initial medwatch reported that the myocardial infarction (mi) occurred five months post implant, however the mi occurred approximately 1.5 years post implant. The event date in section 3 had been submitted correctly on the initial medwatch. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5 updated data: additional information was received which the physician indicated that the valve frame did not interfere with the access to the right coronary artery (rca). Per the physician, it was unknown if the valve had a thrombus. The physician also did not know if the valve caused the suspected thrombus in the rca. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient was on anticoagulants for approximately three months following the valve implant, and then took daily aspirin. Five months, and 11 days following the valve implant, the patient was admitted to the hospital with symptoms of dyspnea, chest pain, and dizziness. The onset of these symptoms was sudden. The patient was diagnosed with 2nd degree atrio-ventricular (av) block and bradycardia with a heart rate of 25-30 beats per minute (bpm). Later, complete av block was reported. A permanent pacemaker was implanted. The patient went into hydrodynamic shock and experienced st segment elevation myocardial infarct (stemi). According to the physician, the cause of the stemi was assumed to be due to thrombosis, however this was unable to be confirmed. During the angiography, a total right coronary occlusion was observed. The physician attempted to perform a percutaneous coronary intervention (pci), however could not access the right coronary ostia. The patient received a high dose of blood pressure medication, however died. The cause of death was reported to be coronary occlusion of the right coronary ostia.